Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 dissection tip was found to be cracked and have condensation in it. This was noticed when the monitor appeared to have condensation visible and the sales rep told the harvester to check the tip. A vh-2000 was opened to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that there were 2 internal cracks on the dissection tip. One was longitudinal along the middle of the tip with some condensation bubbles visible at the end of it. The other crack was perpendicular to the juicer gate. There was no evidence of blood present on the device. Based upon the visual observations, the reported complaint "tip cracked with condensation" was confirmed. (B)(4).